Event description:
Information rec'd indicates the bed will not go into trendelenburg.

Manufacturer narrative:
The technician readjusted the trend switches but the issue remained. The technician replaced the trend box to repair the bed.